Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD) presented in the emergency room beause the ICD was emitting a 'humming' noise. The ICD interrogates very slowly and presented a fault code message.